Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not maintain date and time. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: product received date 9/13/2024. H3: while performing a review it was discovered that the file was inadvertently assessed as reportable. The allegation that device does not maintain date and time is not a reportable malfunction. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-08637 is no longer considered reportable, please disregard any reports associated with it.